Event description:
Customer called reporting unexpected negative reactions on the echo using capture-r ready ID (crrid). A patient sample containing anti-k was negative with k+ cells on the echo. An anti-k was detected in gel, giving 1+ reactions. No transfusion reactions were reported as a result of this unexpected negative reaction.

Manufacturer narrative:
Return product testing not performed due to product expiration prior to receipt. Retention product testing not performed due to product expiration prior to customer sample receipt. The presence of the k antigen on retention crrid, lot id106, was previously confirmed. Two samples received, both labeled ID (collected 11/23 and 11/26). Samples were tested on an in-house echo using retention crrid lot id109. The presence of the k antigen was confirmed on all k+ cells of lot id109 prior to testing. No reactivity was observed with the two heterozygous (k+k+) cells (cells # 3 and 8) and positive (1+) reactivity was observed with the homozygous (k+k-) cell (cell # 14). Positive (4+) reactivity was observed with a k-kpa+ reagent red cell (cell # 14). This reactivity corresponds with the positive reactivity observed by the customer with cell #7 of lot id106, which is also k-kpa+, suggesting the additional presence of anti-kpa in the customer sample. All other common clinically significant alloantibodies were ruled out with at least one homozygous cell or two heterozygous cells. The presence of a weakly reactive anti-k was confirmed in the patient sample using an in-dated lot of crrid. Testing also indicates the presence of another antibody, anti-kpa, in the customer sample. Due to the expiration of the implicated products prior to receipt and testing, we are unable to reproduce the customer complaint.